Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open exploratory laparotomy, colon resection procedure, while suturing the bowel, surgeon placed five interrupted sutures. All five stitches unraveled and the contents of the bowel spilled into the abdominal cavity causing contamination. Surgeon redid all of her interrupted sutures and placed multiple knots in each one. A new package of sutures was opened in order to resolve the issue. No patient injury.